Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, g3, g6, h2, h6, h11. Visual examination of the returned product identified gouges, deformation, and indentations to the rim, cutouts, anti-rotation scallops, and outer spherical surface. Outer spherical surface has indentation consistent with a bone screw. The outer indentation is circular, and middle of the indentation has a hex shape. No other damage was noted. The liner was measured and conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to user error, as the returned liner shows a deep hex indentation in the outer spherical surface caused by a proud screw. Per the g7 surgical technique, it states to check that all screw heads are seated below the inner surface of the shell to allow proper liner seating. This complaint is confirmed as the proud screw would prevent mating. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the locking mechanism in liner did not seat and lock. There was no patient impact or surgical delay reported. There is no additional information available at the time of this report.